Manufacturer narrative:
The field reports were r-wave variation and helix could not be retracted. The field report of helix could not be retracted was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination of the helix was normal; the inner coil inside the connector region was over torqued consistent with implant/explant damage. After ultrasonically cleaned, the helix could be retracted and extended; the full helix extension was measured within specifications. The field report of r-wave variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found damage consistent with explant procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that low sensing amplitude was observed on the rv lead. The lead was explanted and replaced with no complications. It was noted however that the helix could not be retracted when it was removed. The patient's condition before, during and after the procedure was good.